Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pull wire and pet bump was distal to its initial position inside the distal detachment tip. This damage typically occurs if the pod pc is advanced against resistance. If this occurs, the detachment feature may collapse enough to allow the embolization coil to detach. Further evaluation revealed that the sr component was fractured, the coil winds were unraveled, and the pusher assembly had kinks. This damage was likely incidental to the complaint and may have occurred due to retraction against resistance during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was moderately tortuous. During the procedure, the physician successfully implanted one non-penumbra coil into the target vessel using the lantern. While advancing the pod pc through the lantern, the pod pc became stuck within the distal end of the lantern. While attempting to pull the pod pc back, the pod pc unintentionally detached within the lantern. Therefore, the lantern containing the pod pc was removed. The procedure was completed using a one non-penumbra coil, another pod pc, and the same lantern. There was no report of an adverse effect to the patient.